Manufacturer narrative:
MDR (B)(4) name: (B)(6) country: switzerland street: (B)(6) city: (B)(6) zip code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced adhesive issues with seven infusion sets evet on (B)(6) 2026.